Event description:
Provider states the end user alleges that when she is in the kitchen on the low setting the speed will go from turtle to rabbit on its own.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.